Manufacturer narrative:
Block b3: exact date unknown, event occurred in aug2023.

Event description:
It was reported that the patient experienced an infection at their deep brain stimulation (dbs) left burr-hole cover site. The patient was admitted to the hospital where he was treated with rounds of antibiotics and will do so for the next few months, is doing well. Additional information could not be obtained due to facilities confidentiality policy.

Manufacturer narrative:
Section d6b explant date updated. Section e1 initial reporter last, first name, address, phone number, email address updated. Section h6 patient, impact codes updated.

Event description:
It was reported that the patient experienced an infection at their deep brain stimulation (dbs) left burr-hole cover site. The patient was admitted to the hospital where he was treated with rounds of antibiotics and will do so for the next few months, is doing well. Additional information could not be obtained due to facilities confidentiality policy. Additional information indicated the patient experienced redness, swelling, and minimal drainage at the burr-hole cover (bhc) incision site. A procedure was performed to explant the bhc and implant a cranial plate. The physician determined the infection was not device-related, though the exact cause remained unclear. Analysis of the bhc was not conducted, as it was retained by the facility. The patient recovered well post-operatively.